Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated that she was hospitalized for low blood glucose levels. The customer stated that her blood glucose reading was as low as 62 mg/dl, but it was up to 120 mg/dl when she was admitted. According to the doctor, the customer may have had a stroke as well. The customer stated that her blood glucose levels may have gone low due to too much exercise. Troubleshooting was performed and the insulin pump was programmed correctly. The customer was not able to perform the displacement test at the time of the call. Nothing further was reported.